Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level ranged from 180-181 mg/dl. Reportedly, the issue occurred prior to the report with tandem technical support, therefore, troubleshooting could not be performed. Customer changed the cartridge and infusion set to address the occlusions. No issues were observed with the cartridge or infusion set. The cause of the occlusions were unknown.